Event description:
A mayfield base unit was reported to have slipped during a 3 level posterior cervical fusion. The pt was repositioned during the procedure. The event occurred approximately 7 minutes after the clamp was applied and it caused the surgery to be delayed 20-25 minutes. The pt was anesthetized when the event occurred. The pt did not incur an injury as a result of this event. Disposable mayfield pins a1072 were used and there was no stereotaxy device in use for this procedure.

Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for evaluation. An investigation has been initiated based upon the reported info.